Event description:
The customer contact reported channel 2 of the device did not sound an audible alarm tone during an alarm condition. It was reported that after channel 2 of the device powered on during setup, prior to pt use, the display indicated e301 (audio alarm failure) with no audible alarm tone. The device was removed from clinical service. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned to investigation. It has not yet been received. (B) (4). (B) (4).